Manufacturer narrative:
Root cause: use error: per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 200-400 mg/dl. During a systems check with tandem technical support (cts) it was discovered that customer was filling cartridge with cold insulin and using apidra insulin within the cartridge. Cts educated customer on cartridge/insulin labeling. It was also discovered customer was not properly completing the air flow extraction step. Cts educated customer on the users guide for removing excess air from the cartridge. Reportedly, customer was able to change supplies and resume insulin delivery.